Event description:
It was reported while loading a patient into the ambulance and while raising the legs, the head end latch post allegedly disengaged from the fastener and the stretcher came off the rear of the ambulance, hitting a medic in the shoulder. There were no reports of injury to the patient; however, it was alleged the medic sustained a bruised shoulder and was recommended 3 days off work.

Manufacturer narrative:
The stretcher was evaluated by an authorized service technician. A visual and functional evaluation was conducted and it was confirmed a piece of hardware was missing from the head end of the stretcher. The stretcher was repaired and returned to service. Due to the age of the stretcher, probable cause is attributed to wear/tear. Instructions are provided in the IFU on how to conduct routine inspections to verify hardware is not missing prior to use. No additional details were provided on the medics alleged injury.

Event description:
It was reported while loading a patient into the ambulance and while raising the legs, the head end latch post allegedly disengaged from the fastener and the stretcher came off the rear of the ambulance, hitting a medic in the shoulder. There were no reports of injury to the patient; however, it was alleged the medic sustained a bruised shoulder and was recommended 3 days off work.